Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a total knee revision procedure, the patient presented a wound complication and has infection. The patient was given with antibiotics.